Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number/serial number and product was not returned.

Event description:
Nurse called reporting discrepant low tni with one patient; triage tni=0.07 and vitros tni=0.18. Nurse unable to provide details at the time of call. Triage tni=0.07 (cut-off=0.05) sample collected into edta tube, running wb. Vitros tni=0.18 (unknown cut-off) sample collected into lithium heparin tube. Customer unable to provide date of occurrence. Samples collected at approximately the same time. Samples that are "positive" on the triage meter are immediately drawn and sent to the lab (vitros). Samples that are flagged abnormal on the triage meter are immediately sent to the lab for confirmatory testing. Patient admitted to the hospital - no additional information provided. Although requested numerous times, no additional information provided regarding patient, date of occurrence, lot number or hospitalization.